Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 9.5 cm in diameter ruptured thoracic aortic aneurysm and a 400 mm length dissection. It was reported the patient had a known thoracic aneurysm rupture and the endovascular procedure proved unsuccessful and the patient died. The physician did not believe the patient death was in any way device related. The physician believed that after the grafts were in and distal seal was achieved, the false lumen of the dissection became pressurized by intercostal arteries. The patient had previously ruptured and had a massive hemoptysis episode. When they opened the patient's chest they found the aorto bronchial fistula from the previous rupture. The physician stated in an indirect way the procedure involving the stent grafts did contribute to the patient's death. The physician stated that the cause of the event was due to anatomy; ruptured aneurysm.